Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for investigation. When omsc connected the the device and the olympus video system center cv-290 owned by the user facility, the endoscopic image was not displayed. Furthermore, when the device was connected to the cv-290 of the olympus asset, the image was displayed properly. And when the olympus monitor oev262h of the olympus asset was connected to the cv-290 owned by the user facility, the image was not displayed. Therefore, omsc concluded that the reported event was caused by no video output from the cv-290 owned by the user facility. The cause of the video not being output from the cv-290 may be a failure of the image output board. Since there was no damage to the appearance of the failed board, the board may have failed due to static electricity during installation or defective parts. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following; there was no abnormality on the exterior of the device. The reported phenomenon was reproduced and "unknown" was displayed on the upper left screen of the monitor. When the video system center cv-290 of omsc equipment was connected to the device, the endoscopic image was displayed. The user facility requested investigation of the cause of the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during delivery inspection, when the sdi out terminal of the olympus video system center cv-290 was connected to the sdi input connector of the device with an sdi cable, the connector was broken and the endoscopic image was not displayed. There was no report of patient injury associated with the event.